Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions to remove and inspect the cartridge, followed on-screen guidance, and resolved the issue by using a different cartridge without requiring a replacement. The caller was advised to monitor the system performance.